Event description:
The international customer reported the ventilator alarmed due to a low oxygen supply pressure. The customer reported the device was in use and there was no patient harm. The ventilator will alarm if the oxygen supply pressure is less than 30 psig and delivered oxygen is at least 5% lower than o2 setting. Per the device user manual, the source must be able to deliver 100% oxygen regulated to 276 to 600 kpa (40 to 87 psig). The ventilator continues to deliver as much oxygen as possible, but ends oxygen support when oxygen inlet pressure drops to less than 18 psig. Loss of the oxygen source can be detrimental to a patient if in use. The manufacturer's service technician reported the low oxygen supply pressure alarm was due to the hospitals oxygen source pressure being low, thereby causing the reported alarm condition.the hospital reported the source pressure issue would be resolved. This is being reported as user error.